Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. No noise was observed. The cause of the noise could not be determined.

Event description:
It was reported that during lead revision for noise, the physician elected to also explant the device due to a suspected header connection issue. Patient was ok after event.